Event description:
During follow-up with the peritoneal dialysis (pd) nurse on the home patient (hp) report of alarms and abdominal pain the nurse reported the patient had disconnected and removed their transfer set. The incident occurred on (B)(6) 2010. The nurse stated the transfer set had been in use for 2 months at the time of the incident. The patient was using a plastic catheter adapter (brand not known). The nurse was asked if she knew why the patient removed the transfer set. The nurse stated the patient reported they had no idea why they did it. The nurse reported the patient is bi-polar and was in a manic phase at the time of the incident. The nurse reported the patient transfer set was replaced and the patient has continued peritoneal dialysis therapy. The sample is not available and the lot number was unknown. No other information was reported.

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.